Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump turned on and off continuously and the display was frozen. No further info was provided.